Event description:
It was reported that the flex deflectable videoscope image distortion appears in the image. The issue was found during set up. There was no patient involvement or patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.